Event description:
Customer reported that the screen on a pump was broken, rendering the touchscreen unreadable and unresponsive. There was no information regarding the customer's blood glucose levels, so there was no reported impact. The pump is scheduled for return and a replacement pump is expected to be provided by the distributor.